Manufacturer narrative:
Concomitant medical products: product ID 37082-40 lot# serial# (B)(4). Implanted: (B)(6) 2021. Explanted: (B)(6) 2022. Product type extension product ID 37083-40 lot# serial# (B)(4). Implanted: (B)(6) 2021. Explanted: (B)(6) 2022. Product type extension product ID 3887-45 lot# va298j7. Implanted: (B)(6) 2021. Explanted: (B)(6) 2022. Product type lead product ID 3887-45 lot# va2gfjy implanted: (B)(6) 2021. Explanted: (B)(6) 2022. Product type lead product ID 3887-45 lot# 0218693293. Implanted: (B)(6) 2021. Explanted: (B)(6) 2022. Product type lead information references the main component of the system. Other relevant device(s) are: product ID: 37082-40, serial/lot #: (B)(4), ubd: 19-aug-2025, UDI#: (B)(4); product ID: 37083-40, serial/lot #: (B)(4), ubd: 30-jun-2024, UDI#: (B)(4); product ID: 3887-45, serial/lot #: (B)(4), ubd: 21-sep-2024, UDI#: (B)(4); product ID: 3887-45, serial/lot #: (B)(4), ubd: 02-sep-2025, UDI#: (B)(4); product ID: 3887-45, serial/lot #: (B)(4), ubd: 09-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was an infection over the site of the electrodes and extensions connection. The entire system was explanted. The issue was resolved at the time of report.